Event description:
It was reported that the customer experiences issues with air bubbles in the cartridge, in the patient line, and luer lock. Customer had elevated blood glucose levels (400 mg/dl).

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.